Manufacturer narrative:
Additional information received from the local field representative indicated the cause of the syncope was not determined. Pacing threshold measurements were assessed and found to be within normal limits. There were no device programming changes performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode and fell. In a review of the stored episodes, there was no indication that the patient had any high rate ventricular episodes. No additional adverse patient effects were reported.